Event description:
It was reported that the tip of the instrument split and cracked. The tip did not break off the driver. The driver would not break off the set screw. No pt complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for evaluation. The instrument torque mechanism was evaluated functionally. The average torque reading was approximately 75.8 in/lbs and individual torque readings ranged from 73.9 to 79.9 in/lbs; both within specification. Visual and optical examination revealed hairline cracks at the corners of the internal hex 180 degrees apart from the other. This type of fracture is consistent with bend stress overloading. Witness marks were noted at the outer tip surface. A review of the device history records did not identify any applicable nonconformance to specification.